Manufacturer narrative:
Repairs have not been completed.

Event description:
The account's maintenance alleged the foot section dropped down when a weld on the foot section link cracked. No injury. Shrouds on the bed were damaged.